Event description:
The customer reported that the probe dripped and the dilution cup overflowed on the ortho provue analyzer during qc testing. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and indicated that the customer had reported the probe was bent. Replacement of the probe and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).